Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure did not pass load testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power conversion enclosure was replaced as the system displayed that the generator could not establish communication. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not complete initialization at startup. It was reported that restarting the imaging system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.